Manufacturer narrative:
Correction made to d3, g1b. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d9, h3, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error was likely due to a bad contact of the cable/power/low voltage power supply motherboard. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the electrosurgical system generator exhibited a system error, and the equipment would not start. The issue occurred during a transurethral prostatic resection therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm associated with the event.